Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure at the right common femur location, the catheter (subject device) put directly to the skin with its dilator. When removed dilator and attempt to mount the long introducer on a 4f 120cm spinal probe and non-stryker guidewire. Appearance of resistance to the skin after about 50cm of introduction (distal end at the tabc). So withdraw the catheter (subject device) for exchange. While withering the catheter (subject device) with a constant force, unexpected rupture of the catheter (subject device) occurred. Leaving the distal end of the long introducer (subject device) in place in the aorta (only the radio opaque ring is visible). The distal end of the catheter (subject device) was retrieved with a lasso to the puncture site. The procedure was interrupted and the operation postponed. Patient transferred to vascular surgery for emergency arteriotomy of the right common femur allowing removal of the distal end. Patient is asymptomatic.

Event description:
It was reported that during procedure at the right common femur location, the catheter (subject device) put directly to the skin with its dilator. When removed dilator and attempt to mount the long introducer on a 4f 120cm spinal probe and non-stryker guidewire. Appearance of resistance to the skin after about 50cm of introduction (distal end at the tabc). So withdraw the catheter (subject device) for exchange. While withering the catheter (subject device) with a constant force, unexpected rupture of the catheter (subject device) occurred. Leaving the distal end of the long introducer (subject device) in place in the aorta (only the radio opaque ring is visible). The distal end of the catheter (subject device) was retrieved with a lasso to the puncture site. The procedure was interrupted and the operation postponed. Patient transferred to vascular surgery for emergency arteriotomy of the right common femur allowing removal of the distal end. Patient is asymptomatic. Additional information received on 16-aug-2022 stated that when pulling on the catheter (subject device) to remove it, it was obvious that the resistance came from the puncture point and not from the distal end in the vessel. The puncture and implantation of the introducer was simple, without any resistance, and usual. It should be noted that the patient has verneuil's disease, which causes skin scars on the femoral folds.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual test, the catheter distal tip was seen to be broken 10cm from the tip marker band, the catheter coil winds were seen to be stretched and exposed, the catheter shaft was seen to be kinked between 16&20cm, the catheter shaft was seen to be stretched, the catheter tip was seen to be flat, the catheter distal shaft was seen to have a hole present, and the catheter shaft was seen to be damaged. A functional test was not carried out due to the condition of the returned device. The reported catheter tip broken/fractured during use was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter shaft difficulty removing/withdrawing could not be confirmed; however, the analysis results are consistent with the reported event. The catheter distal tip was seen to be broken. The catheter coil winds were seen to be stretched and exposed. The catheter shaft was seen to be kinked. The catheter shaft was seen to be stretched. The catheter tip was seen to be flat. The catheter distal shaft was seen to have a hole present. The catheter shaft was seen to be damaged. Therefore the as reported as well as the as analyzed codes listed below will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during procedure at the right common femur location, the catheter (subject device) put directly to the skin with its dilator. When removed dilator and attempt to mount the long introducer on a 4f 120cm spinal probe and non-stryker guidewire. Appearance of resistance to the skin after about 50cm of introduction (distal end at the tabc). So withdraw the catheter (subject device) for exchange. While withering the catheter (subject device) with a constant force, unexpected rupture of the catheter (subject device) occurred. Leaving the distal end of the long introducer (subject device) in place in the aorta (only the radio opaque ring is visible). The distal end of the catheter (subject device) was retrieved with a lasso to the puncture site. The procedure was interrupted and the operation postponed. Patient transferred to vascular surgery for emergency arteriotomy of the right common femur allowing removal of the distal end. Patient is asymptomatic. Additional information received on 16-aug-2022 stated that when pulling on the catheter (subject device) to remove it, it was obvious that the resistance came from the puncture point and not from the distal end in the vessel. The puncture and implantation of the introducer was simple, without any resistance, and usual. It should be noted that the patient has verneuil's disease, which causes skin scars on the femoral folds.